Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative was displayed while the device was being operated in the sales office. There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative was displayed while the device was being operated in the sales office. There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy evo was returned and evaluated by philips engineer. The device evaluation found the "ventilator inoperative" alarm was duplicated during an operational check. The technician confirmed the issue was resolved by reinstalling the software. An error code indicating that a device operates in a state of improper software was observed in the log, therefore it is determined that the issue was caused by a malfunction occurring on the software. Additionally, during the inspection, a ventilator inoperative error code occurred, and the device could not charge from the ac power, so the detachable battery and internal battery were replaced to resolve the issue. The muffler assembly and particle filter were replaced due to dirt observed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). Box h coding was updated.